Manufacturer narrative:
A ge representative evaluated the system and performed filament and generator calibrations. The system operates as intended.

Event description:
It was reported that the system would not product x-rays, and the cine function was not working. No pt injury was reported.